Event description:
Non- integration. Implants in regions 43 and 33 were placed at the same time on (B)(6) 2023 and were primarily stable. The patient presented with lost of integration in region 33 and 43 was also already loose. Implant 43 had to be removed on (B)(6) 2023.

Event description:
Non-integration. Implants in regions 43 and 33 were placed at the same time on (B)(6) 2023 and were primarily stable. The patient presented with lost of integration in region 33 and 43 was also already loose. Implant 43 had to be removed on (B)(6) 2023.